Event description:
This lead would not capture w/o phrenic stimulation. A repositioning procedure was attempted, but the physician was unable to find an appropriate position. This lead was explanted and replaced.